Event description:
It was reported that, "during the surgery, the 32mm trial head (6264-8-x32) stuck into the trident 0 deg insert trial 32mm. Then, the surgeon removed the trial head from the insert trial by using a plier."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.